Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. The event occurred after device updates were done by a field technician. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.